Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited, and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, some were not filling properly.